Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from the olympus local service department, omsc surmised that the reported phenomenon occurred due to the following causes. The gas leakage of the subject device occurred since the internal tube of the subject device was broken by some cause. The connector of the 1st regulator unit of the subject device was broken by handling of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that there were gas leakage and damage of the connector of the 1st regulator unit of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.